Event description:
Discordant, falsely elevated troponin results were obtained on five patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s). The customer ran quality controls, which resulted out of range. Samples were repeated on an alternate instrument and those results were reported as corrected to the physician(s). The customer repeated the samples on the original instrument after troubleshooting, and results were lower. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that a wash aspirator failure error was obtained on the instrument, after which patient samples and quality controls were high. The customer ran chem-wash three times on the instrument and styletted the wash probes. Quality controls were run, resulting within range. The customer repeated patient samples, which resulted as expected. The cause of the discordant, falsely elevated troponin results is related to the wash probes error. The instrument is performing according to specifications. No further evaluation of the device is required.